Manufacturer narrative:
(B)(4). Batch # m55z07. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide details as to how the device misfired. Photographic analysis: the photos provided show an x-ray shot of staples on a tissue, the majorly of the staples seem to be formed and with a proper b-form shape, however there are some staples that appear to be not fully formed. It is possible that the device did not complete a full firing stroke or was not dialed down so that the indicator was in the green range. Possible other causes of unformed staples while delivering a full firing stroke are that the device may have been loaded with too much tissue or was unevenly loaded keeping the device from completing the stroke. Based on the photo evidence alone, the root cause of the complication cannot be determined. The analysis results found that the ecs33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy procedure, the device misfired. The case was completed using another device of the same product code. There were no patient consequences reported.